Event description:
A patient was receiving hypothermia therapy. The water was noted to be leaking from the hose on blanketrol unit. The leaking was underneath the metal spring. The hose was changed. No further leaking was noted.